Event description:
It was reported when using the bd pyxis¿ medstation¿ es system drawer was failed. The field service engineer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the mini drawer 2.6 was jammed and stuck. The field service engineer unjammed drawer 2.6 and adjusted facia plate to resolve the issue. The system functioned as intended after the field service engineer repaired the device.